Event description:
It was reported that a large volume folfusor overinfused. This was observed during patient use. The device was filled with 144ml fluorouracil and 48ml sodium chloride 0.9% to a total fill volume of 192ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name:(B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.